Manufacturer narrative:
Section d10: concomitant product: advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 69 y/o male patient had a revision due to unstable knee and knee pain. Patient had a poly exchange and added a patella. Patient was revised to exactech devices. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. The sales rep was unable to obtain images or x-rays. The devices are not available for evaluation due to hospital will not relinquish extracted implants or revision components.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.